Manufacturer narrative:
The operator manual for multix top system (axb1-150.620.01.01.02) contains warnings regarding collision/crushing zones. The reported issue is under investigation and a supplemental report will be submitted once additional information has been received. This report was submitted (B)(4) 2013.

Event description:
It was reported that a (B)(6) year old male pt was presented to the facility for an x-ray of a hand. The pt was sitting in a wheelchair on the side of the multix top system table with his legs under the table. The operator was behind the folding screen when the table started descending on the pt's thighs without any given commands. The operator stopped the downward movement by pressing the red emergency stop button. The pt sustained no injury and did not require any medical attention. The reported event occurred in (B)(6).